Event description:
It was reported that the patient underwent an initial total replacement on the left side. Subsequently, the patient experienced pain, discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, bone loss and prosthesis wear. As a result, approximately ten years and nine months post-surgery, the patient underwent a revision. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01071. A review of complaint history determined that no further action is required as no trends were identified. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loosening, instability, and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.